Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer needed assistance adjusting the pump's carbohydrate ratio, and correction factor settings. Reportedly, upon receiving the replacement pump, the customer declined training and programmed the pump settings and needed to adjust the settings as the wrong numbers were entered in the profile. Additionally, it was reported that when a bolus is needed, the customer overrides the bolus and enters in the correct amount. Therefore, there was no impact to the customer's blood glucose level. Tandem technical support assisted the customer with the requested changes to the settings. Additionally, the customer reached out to clinical diabetes specialist to receive training, and confirmed healthcare provider would be consulted regarding the changes to the settings.